Event description:
It was reported that the wake button was not working. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the resolution of the event.